Event description:
The account alleges that the device has unintentional movement.

Manufacturer narrative:
The technician determined that the patient pendant was wedged between the mattress and the frame of the bed. The technician removed the pendant and reattached it to the siderail, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.